Manufacturer narrative:
(B)(4). The customer returned (B)(4) of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the first four staples appeared misaligned. The stapler was returned with 24 staples remaining in the cover block, indicating that at least 11 staples were fired by the customer. The trigger was returned partially engaged. Dimensional inspection was not required as a part of this complaint investigation. Additional testing was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The first two staples fired properly, but the third staple was unable to form properly. The stapler was disassembled, and it was found that the saddle spring was out of position on one side of the cover block due to the misalignment of the staples. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. An non conformance was opened by the manufacturing site to furth ER investigate the issue of visistat 35w staplers failing to function properly. The forming tool component is under investigation as part of the nc. Per DHR the product visistat 35w 6/box lot # 73h2200214 was manufactured on 08/08/2022 a total of (B)(4) pieces. Lot was released on 08/17/2022. DHR investigation did not show issues related to complaint. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. The reported complaint of "misfire/jamming-misaligned staples" was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be misaligned. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The sample was disassembled and die casting anomalies on the forming tool was discovered. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found loose prior to use on the patient". No patient involvement.